Event description:
Remove cup stem head liner convert to antibiotic spacer.

Manufacturer narrative:
The following other hip devices were also listed in this report: delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 21312801, accolade plus tmzf hip stem #2; cat# 6021-0230; lot# 27306401, trident psl ha cluster 50mm; cat# 542-11-50e; lot# j59mne, 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# 7edmne, 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# tvymme. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Remove cup stem head liner convert to antibiotic spacer.